Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no explant or reoperation was performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. The deflation has not been diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 6/18/02019. The device was discarded and was explanted on (B)(6) 2019. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. 2. Is other serious- uncheck 2. Is required intervention- check a manufacturing record evaluation (mre) was performed for the finished device number 85854, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).